Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the balloon burst confirmed longitudinally. Functional testing was not performed due to the condition of the returned device (balloon burst). Dimensional testing of the single wall thickness of the inflation balloon was performed and met specifications. A review of manufacturing mitigations was performed. However, since the device work order was not provided, the revisions referenced were latest revisions through the date of occurrence. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Per procedure, during balloon final inspection the balloons are 100% visually and dimensionally inspected. Per procedure, the balloon burst testing is performed. During balloon final forming the balloons are 100% visually inspected. Balloon dimensional inspection the shoulder-to-shoulder distances of the formed balloons is 100% dimensionally inspected. Delivery systems are 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. The flex shafts are visually inspected. Per procedure, during final inspection, the delivery systems are 100% inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis for balloon fatigue and burst pressure. The lot met statistical requirements as requirement for lot released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) or lot history review was not performed as not lot number was provided. A review of complaint history from (B)(6) 2018 through (B)(6) 2019 revealed additional returned complaints for the ultra delivery system for the reported event. However, no manufacturing non-conformance were identified during the investigations of the similar complaints. Available information suggests that patient and/or procedural factors may have contributed events. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for all the trend categories. The ultra delivery system IFU, device prepping manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural training manual provides additional considerations during valve deployment: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Note that failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon rupture, and lead to patient death or serious injuries associated with difficulty retrieving the delivery system and surgical intervention. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. There was no IFU or training deficiencies identified. The complaint was confirmed by visual inspection; however, no manufacturing non-conformance were identified. Based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, there was ¿moderate calcium¿ in the annulus/leaflet. If some calcium is present, it could have interacted with the balloon, presenting a challenging anatomy for balloon inflation, resulting in the burst balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that patient factors (calcification) contributed to the reported events. There were no IFU/training manual deficiencies identified. A product risk assessment was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. In addition, a CAPA was previously initiated to address ultra balloon burst.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6), a balloon burst occurred at the end of valve deployment of a 23mm sapien 3 ultra valve in the aortic position.  The deployment was successful. The delivery system was retrieved without harming the patient. The balloon was inflated with nominal volume by slow inflation. There was no bav performed.  The device will be returned for evaluation. The patient¿s native annulus was moderately calcified.